Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of siliconomas, seroma late lymphadenopathy, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured prosthesis of yellowish color with capsule grade ii¿ ,infllammatory signs secondary to a "siliconoma¿ , bilateral fibrocystic changes, lobulations and high density lymph node for the left side, liquid collection folds.

Event description:
Healthcare professional reported ¿ruptured prosthesis of yellowish color with capsule grade ii¿ for the left side ,infllammatory signs secondary to a "siliconoma¿ for the left side prosthesis and bilateral fibrocystic changes, lobulations and high density lymph node for the left side, liquid collection and rupture for the left side prosthesis and folds.